Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿the rip occurred¿ around 3 months ago when [patient's] child bumped into [patient],¿ ¿experienced pain in... Breast and swelling; the gp stated initially this was probably a swollen gland,¿ and ¿a burning feeling. After a scan, it was constituted that [the] right implant¿ had ripped.¿ the device remains implanted. This record represents the right side.